Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance and high pacing thresholds measurements. The lead was capped and another was implanted. No additional adverse patient effects were reported.